Event description:
The issue involves hnam pathnet anatomic pathology. In certain situations, report test may be lost, overlaid, or corrupted. The issue is based on the workflow usage for report transcription and sign-out. Clients may experienced one or more of the following situations: report text from one report may be inappropriately applied to a report for a different case. Report text may be removed from one or more sections within the report without the user's knowledge. This issue affects only sites using the microsoft word versions of transcription and online review. Report text may be inappropriately formatted when it is saved. This issue affects only sites using the microsoft word version of transcription and online review. Clients were advised that to avoid this situation until a software correction is installed, they should ensure that users are clearing the display of the report on screen before selecting a report to transfer from the queue list. These issues could potentially adversely affect pt care as missing or incorrect data may be present on a pt's medical record. Cerner has not been made aware of any adverse pt care events that resulted from this issue.